Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, patient experienced weakness in the left upper limb. An acute cerebral infarction was observed via magnetic resonance imaging (MRI). Medication (edaravone) was administered and rehabilitation was started. No cerebral edema or post-infarction hemorrhage was observed during the follow up MRI and the neurological findings did not worsen. The patient's motor movement improved although minor dysarthria remained. Approximately 1 month following the valve implant, the patient was transferred to another hospital for further rehabilitation. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the stroke was unknown; however, the valve implant and the patient's calcified anatomy could have been a contributing factor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, patient experienced weakness in the left upper limb. An acute cerebral infarction was observed via magnetic resonance imaging (MRI). Medication (edaravone) was administered and rehabilitation was started. No cerebral edema or post-infarction hemorrhage was observed during the follow up MRI and the neurological findings did not worsen. The patient's motor movement improved although minor dysarthria remained. Approximately 1 month following the valve implant, the patient was transferred to another hospital for further rehabilitation. No additional adverse patient effects were reported.